Event description:
Patient was admitted 2 weeks ago complaining of pain for the past 3 days in left shoulder, neck, foot and leg. The day after admission, multiple blood cultures were drawn and results positive for strep epidermis. Patient was started on IV vancomycin at that time. Patient had crt-d implanted over one year ago. On this admission, the pocket was without inflammation, edema, induration or fluctuance. Day 2 of admission, the patient had an echocardiogram to evaluate lv ef, vegetation on valve or pacer leads. Echo findings indicated "thickening of the ra/rv pacer wires noted with possible vegetation noted in the ra on the subcostal images." Day 3 of hospitalization, tenderness was noted in region of crt-d with finding of markedly elevated acute phase reactants and positive blood cultures and discomfort that extended up into his neck, with concern about a suspected pocket infection. On day 4 of hospitalization, the patient was taken to cardiac cath lab for ep study and extraction of 3 leads. A temporary right groin pacemaker was placed pre-procedure. The first lead (implanted one year ago) was successfully removed without incident. However, the two st. Jude leads (implanted over 7 years ago) broke during extraction. Fragments of both leads moved into the right ventricle. A fragment of the rv lead was snared and extracted, but was not saved. The lv lead moved into the pulmonary artery after the rv lead fragment was removed. During extraction, patient developed pulseless electrical activity and cardiac ischemia with cardiac arrest. After 30 minutes of attempted pericardiocentesis, compressions, and IV code drugs, the patient could not be resuscitated. Cause of death was pulseless electrical activity and underlying cause was severe ischemic cardiomyopathy.